Event description:
The customer reported damage to the pump housing and usb port, affecting the ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. As a corrective measure, the customer continued using the current pump and planned to utilize multiple daily injections if necessary. Technical support arranged for a replacement pump to be shipped, and the customer was instructed to return the damaged pump to tandem within 10 days using a provided pre-paid label.